Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation and could not duplicate the reported problem. The service rep replaced the left monitor. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system would not display an image. No pt injury was reported.